Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating. Corrosion of the internal components can cause increased heat production due to friction between the moving components.